Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture thresholds. The lead was explanted and replaced successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.